Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00453. The patient received two 3166 model leads from lot 3904370 and two 3163 model leads from lot 4591310. It was reported the patient underwent a scs lead replacement procedure due to the patient experiencing ineffective stimulation from his scs system. Reportedly "high and low" impedances were observed all leads during preoperative and intraoperative testing. All original leads were explanted and replaced. The patient reported receiving effective stimulation therapy postoperative.